Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. On (B)(6) 2022 at 3:30am the customer received a blood glucose result of 30 mg/dl on her performa system. Based on the low blood glucose result, the mother treated the customer with chocolates and bread with cheese. The customer experienced elevated blood glucose symptoms of being unable to stand or walk, sweating, shaking, pale face and lips, and colicky pain. At 5:00am the customer was taken to the national institute of diabetes, and upon arrival she received a blood glucose result of 450 mg/dl and 500 mg/dl obtained on their professional meter. The medical staff advised she had hyperglycemia and was treated with intravenous solutions and insulin. The customer was hospitalized for 1 day and was discharged on (B)(6) 2022.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.